Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient cannot connect to their ipg. The patient is reporting being unable to connect to their generator following an unrelated surgery. A field representative was able to meet with the patient and therapy access was restored.

Event description:
Follow up information received regarding additional patient information.